Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what degree of hemorrhoids did the patient have? What confirmation was received that the device was fully fired? How long was the procedure prolonged (minutes)? Did the post-operative care change based on the event?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the only additional information I can provide was minutes for the new device to be delivered to the room. As far as the device being fully fired, the dr. Using the device at the time stated that the device was deployed correctly and it did not staple correctly or cut through the tissue. Post op care did not change or require anything additional. Additional information was requested, but unavailable: previously, it was reported that ¿the stapler misfired; it did not staple or cut through the tissue.¿ additional follow-up received stated, ¿the device was deployed correctly and it did not staple correctly or cut through the tissue.¿ it is unclear if the device fired or not. Please clarify. If the device did fire: what confirmation was received that the device was fully fired? Did the device staple? Were there any staples missing from the staple line? What was the appearance of the deployed staples (b-formation, irregular, straight legs)? Did the device cut? If the device cut was the cut line fully circumferential around the target tissue?

Event description:
It was reported that during a stapled hemorrhoidopexy procedure, per a report left with the device, the stapler misfired; it did not staple or cut through the tissue. The procedure time and anesthesia were prolonged while a new stapler was pulled, but it is unknown how long this took. Case completed with another device of the same product code with no issues. There were no other patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.